Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130) and an error in the motor was detected by reading an unexpected value from hall sensor (pump error 43). Troubleshooting was performed and found that the customer was unable to clear the alarm. The time clock was visible on the screen and it advanced. The customer did not receive a stuck button alarm. There were no response from the button and the pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 38 occurred during testing. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Pump failed rewind test due to pump error 38. No pump error 43 or unexpected pump error 130 was not confirmed during testing. All buttons were functioning properly during testing. Successfully downloaded history files and traces using thus. Pump error 43 was found in the history files on 16-jul-2023 at 11:43:43.00 due to hall sensor error. Several pump error 130 alarms were found in the history files on 16-jul-2023 from 11:53:08.00 to 21:53:03.00. Pump error 38 was confirmed during testing due to moisture damage on the motor and force sensor, dried insulin in the motor slide, and a corroded home switch. Pump was cut open to perform visual inspection and found a corroded home switch, dried insulin in the motor slide, and moisture damage on the pcba 1, pcba 2, motor, and force sensor. The j1 connector was locked properly into the pcba 1 during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case (battery tube), serial number label missing, large amounts of adhesive material on the belt clip rails extending to the bottom. Pump error 38 confirmed during testing due to moisture damage on the motor and force sensor, dried insulin in the motor slide, and a corroded home switch. Pump error 43 was confirmed in the history files due to a hall sensor failure caused by moisture damage on the motor and pcba 1. Pump eror 130 was not confirmed during testing. The pump did not pass the full drive test. Pump failed rewind test due to moisture damage on the motor and force sensor, dried insulin in the motor slide, and a corroded home switch. Keypad functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.